Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, the device was in back up vvi mode. Device download was performed successfully. Device remains implanted.